Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance(cps) a high flow rate extension set in which the tubing leaked an unknown medication at the connection to the syringe. The alleged defect was observed during infusion on a patient. There were no reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufactuing plant for evaluation. Visual inspection as well as functional testing were performed on the sample. Visual inspection revealed a crack in the microbore winged female luer. Functional testing confirmed that a leak was observed from the location of the crack in the female luer. Therefore, the reported condition was confirmed. An assignable root cause could not be detemined.a batch review was performed on the reported lot with no deviations found.